Event description:
Event description boston scientific received information that pre-implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.82v. A boston scientific technical services representative discussed programming the zip telemetry off and checking the battery status in a couple days. If the voltage has not recovered, the device will be returned for analysis.